Event description:
It was reported that a device was used during an tubal ligation procedure. The device gasket seal fell out of trocar and was stuck around the device, the surgeon retrieved it. Opened another device to complete the case. There was no consequence to patient.